Event description:
It was reported a spectrum pump had a door that will not close. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of specification for the reported symptom, which was confirmed and reproduced. The evaluation determined it was caused by out of adjustment door hooks. The door hooks were adjusted to correct the condition.